Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms was confirmed via the log files. A review of the submitted and downloaded controller event log file revealed data from 20nov2025, 10:35:27 - 12:15:39 per timestamps. The pump fixed speed and low speed limit (lsl) were set to 5500 revolutions per minute (rpm) and 5100 rpm respectively. The pump maintained a speed within the expected range when the driveline was connected. Throughout the log file, when connected to battery power, multiple intermittent atypical power cable disconnect alarms were captured. The alarms were specifically observed in the black power cable. The alarms were associated with relative state of charge (rsoc) invalid faults. The pump maintained a speed within the expected range despite the alarms. The driveline was disconnected at 12:15:13, consistent with the reported controller exchange. No other notable events were observed. The heartmate 3 system controller (B)(6) was returned for analysis in unremarkable condition. The system controller underwent functional testing and performed as intended. The controller was connected to a mock circulatory loop for an extended duration and no alarms were observed. The system controller power cables were removed and underwent resistance and insulation testing and revealed unremarkable results. Provided information indicated that the controller exchange resolve the alarms. A root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store all equipment for proper use including the system controller and its power cables. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had frequent power disconnect alarms while connected to battery and wall power since (B)(6) 2025. It was observed that it only occurred with the black lead. The patient's system controller was only a week old, with fully charged batteries, and battery clips were clean when seen in clinic on (B)(6) 2025. Log file review was requested which confirmed unusual fluctuations in the black power cable voltages while on battery power. Motor function was not effected by these events. The system controller was changed, and it resolved the alarms.